Event description:
It was reported from the pt's counsel that the pt was experiencing pain in his knee (left). On (B)(6) 2010, a revision surgery was performed and on his tka.

Manufacturer narrative:
Due to the litigation, very little info has been made available. Should add'l info be received to further this investigation, this report shall be updated.